Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 47.87 ng/ml and was reported outside the laboratory. Based on the high result, a cardiac ultrasound exam was performed. The patient was not adversely affected and current condition was "good". The result was questioned as it did not fit the clinical picture of the patient. A second sample was drawn from the patient and the result was <3ng/ml. The original sample was repeated and the result was <3ng/ml. The reagent lot number was 187548. The expiration date was requested, but was not provided. A specific root cause could not be determined. Based on the provided data, electromagnetic interference (emi) could not be excluded. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation settings. This may have affected the sample quality and contributed to the issue.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.